Event description:
The customer reported wash carousel motion error entering the not ready state while operating the access 2 immunoassay system used in conjunction with the access reaction vessels. The customer attempted to initialize the instrument, but then received reaction vessel (rv) cleanout errors. Beckman coulter customer technical support (cts) assisted the customer in checking for rv jams and none were observed. The customer was able to home the reaction vessel (rv) shuttle, wash carousel and confirmed the incubator belt and shuttle were at index. The customer then was able to initialize the instrument to ready mode without any errors. An internal investigation has determined this lot of reaction vessels (rvs) may cause the error due to a new resin that was implemented in the manufacturing of the rvs. There was no report of impact to patient results. Since the instrument entered the not ready state, any assays on board would not be analyzed. There was no patient impact associated with this event. The customer indicated no further issues.

Manufacturer narrative:
In conclusion, the cause of the wash carousel motion errors was due to a resin change in the manufacturing of reaction vessels for the access instrument. Replacement of the reaction vessels with a lot that was not manufactured with the new resin corrected the issue. (B)(4).